Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an flow accuracy test was reproduced. The device was tested for flow accuracy and found to deliver outside of intended range. The event history log review was performed. An event occurrence date was not provided, however two infusions were programmed at a rate of 40 ml/hr and volume-to-be-infused of 20 ml, which align with the parameters for flow accuracy testing outlined in the spectrum service manual. They ran to completion without interruption and no abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of range pressure plates. The pressure plate requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.